Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with an implantable neurostimulator. The patient reported on 2021-dec-01 that they need to have the spinal cord stimulation replaced due to a malfunction. Clarification was received that the patient met with a manufacturer representative a couple of months ago and the implantable neurostimulator was not charging right, and the implantable neurostimulator was not providing therapy as needed. The patient had reported that a manufacturer representative did a diagnostic test of the implantable neurostimulator/leads and discovered that 8 out of the 10 leads are not working on both sides. This was clarified by the manufacturer representative to mean that the patient was seen on (B)(6) 2021 and that impedances were checked and contacts 4, 5, 6, 12, 13, and 14 were showing as avoid. The manufacturer representative noted that she had not been made aware that 8 out of the 10 electrodes did not work. The manufacturer representative noted that when the impedances were checked, that was not the case, and reprogramming the patient provided the coverage that was needed. The patient reported that he currently has non-MRI-compatible lead wires, and he has talked to the surgeon about replacing those leads, but the health care professional is concerned about scar tissue and the removal of those current leads. The health care professional is going to address other unrelated issues in (B)(6) 2022, and then the health care professional will work with the patient's implantable neurostimulator device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.